Event description:
The patient reported infusion set tape was not sticking and fell off due to hot weather and had high blood glucose levels and was treated by extra bolus injection using the syringes on (b)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.